Event description:
The customer observed false reactive alinity I hbsag results and alinity I hbsag qualitative ii confirmatory results compared to results from another method for one 50 year old female patient diagnosed with leukemia who is being treated with immune neuromodulators. The patient is in the ICU and has received transfusions. The following data was provided: sid (B)(6) processed on (B)(6) 2026 on alinity I serial number (B)(6): hbsag qual result = 1.27, 1.37, 1.37 s/co, hbsag next result (used for troubleshooting purposes only not for patient management) = 6.53 s/co. Other results = patient was negative for anti-hbc, anti-hbs, havab g, hiv, toxo igm, cmv igm, syphilis, ebv ebna-1, and anti-hcv ii. The patient was positive for cmv igg. Same sample sid (B)(6) processed again on (B)(6) 2026: on serial number (B)(6): hbsag qual result = 1.24 s/co hbsag confirmatory results c1 0.24 c2 1.25 neutralization percentage = 102% confirmed positive. On serial number (B)(6) hbsag qual = 1.20 hbsag next (used for troubleshooting only) = 5.65 s/co. Viral load was negative. Same patient was negative for hbsag 17 days ago. A new blood sample was taken on (B)(6) 2026 hbsag and anti-hbc tests were negative with the anti-hbs = 25 iu/ml no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false positive alinity I hbsag qualitative ii results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, field data review, and return sample analysis. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I hbsag qualitative ii assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 79581fz00. The device history record review did not show any nonconformances or deviations associated with the lot number and complaint issue. The overall performance of alinity I hbsag qualitative ii reagent in the field was reviewed using data from customers worldwide. The patient median result is comparable with all other lots in the field and within established baselines, confirming no systemic issue for the product lot. Labeling was reviewed and found to adequately address the issue. Based on the investigation, no systemic issue or deficiency of the alinity I hbsag qualitative ii for lot number 79581fz00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: refer to section b5 for complete patient information. This report is being filed on an international product, list number: 8p10-32, that has a similar product distributed in the us, list number: 8p10-21/-31.

Event description:
The customer observed false reactive alinity I hbsag results and alinity I hbsag qualitative ii confirmatory results compared to results from another method for one 50-year-old female patient diagnosed with leukemia who is being treated with immune neuromodulators. The patient is in the ICU and has received transfusions. The following data was provided: sid: (B)(6) processed on (B)(6) 2026 on alinity I serial number: (B)(6): hbsag qual result = 1.27, 1.37, 1.37 s/co. Hbsag next result (used for troubleshooting purposes only not for patient management) = 6.53 s/co. Other results = patient was negative for anti-hbc, anti-hbs, havab g, hiv, toxo igm, cmv igm, syphilis, ebv ebna-1, and anti-hcv ii. The patient was positive for cmv igg. Same sample sid: (B)(6) processed again on (B)(6) 2026: on serial number: (B)(6): hbsag qual result = 1.24 s/co hbsag confirmatory results c1 0.24 c2 1.25 neutralization percentage = 102% confirmed positive. On serial number: (B)(6) hbsag qual = 1.20 hbsag next (used for troubleshooting only) = 5.65 s/co. Viral load was negative. Same patient was negative for hbsag 17 days ago. A new blood sample was taken on (B)(6) 2026 hbsag and anti-hbc tests were negative with the anti-hbs = 25 iu/ml no impact to patient management was reported.